Event description:
Report received from the USA stating that the "xmax motor is running hot when used with foot pedal". The device was not being used during surgery. It was reported that this issue did not occur during surgery and that there was no related injuries. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).